Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at the third party service center, the device failed test steps during testing and the device was alarming for a check circuit alarm condition. The device was recalibrated and passed testing. No repairs were done to the device per customer request.